Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission of the pulse generator data. Upon examination, it was noted that the atrial lead exhibited a chronic issue of failure to sense. The physician discussed that the anomaly was seen for more than a year. However, during the pulse generator change procedure earlier in 2019, the physician elected to not revise the lead due to the patient's co-morbidity and advanced age. The patient was reported to be in stable condition.